Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found to have error c-34. As additional observation bezel has crack top left corner. C-34 error occurred on start and mono coag activation. Erbe unit was placed on a system and was run in normal mode. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: 25913 - erbe error: c-34 - high frequency (hf) voltage too low in on state. The probable root is attributed to the low measurement value for hf voltage.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due error c-34. System tested and verified as ready for use. The complaint was confirmed based on field evaluation. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system error: 25913.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that there was an intermittent c-34 erbe error. The customer power cycled the erbe and reconnected the energy cables, but the issue persisted. The intuitive tech support engineer (tse) reviewed the system logs and found error c-34 (voltage too low in on state). The issue was escalated to intuitive field service. The procedure was completed as planned, with no reports of patient injury. Intuitive received the following additional information via follow up: the system showed no errors when initially powered on for the procedure.